Manufacturer narrative:
(B)(4). Method: the iw980 wall mount infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Result: the customer reported that the head nut of the infant warmer was loose. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. The user manual for the iw980 infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.

Event description:
A healthcare facility in tennessee reported that the head nut of the iw980 wall mount infant warmer was loose. There was no patient involvement.